Event description:
It was reported that the patient underwent an anterior cervical discectomy at c5-6 and implant of artificial cervical disc. Approxim ately 115 months post-op the patient reported bilateral arm pain with numbness. The study investigator noted that the event may be related to arthritis forming at the c5-6 level where the artificial disc was placed. Patient has been treated with neurontin, medrol dose pak and aleve.

Manufacturer narrative:
(B)(4): neither device nor applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine cause of the reported event.